Event description:
It was reported that an unk error code was received and the instrument was replaced. The system worked okay for a while but then stopped working again. The handpiece and disposable were replaced to continue the case with no pt consequence.